Event description:
This complaint is now reportable based on the analysis completed on 03/12/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x24 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the severely tortuous, severely calcified right coronary artery (rca). The lesion was predilated with a 2.0x15mm balloon (manufacturer unknown). The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Visual examination of the returned device found proximal stent damage. Some of the proximal struts were misaligned. Proximal stent damage is consistent with the device meeting some form of restriction during the withdrawal of the device. Distal stent damage was also found, some of the struts were slightly flared outwardly. Distal stent damage is consistent with the device meeting some form of restriction during the insertion of the device. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance was limited.